Event description:
The following was alleged by the pt's daughter: the pt's daughter stated her mother was implanted with a composix kugel mesh in (B)(6) 2008 to repair a hernia. In the past 6-months the pt went to the hospital three times. Eventually in (B)(6) 2012 a laparoscopic exploration was performed which found the mesh had adhered to the bowel. A portion of the mesh was wrapped around the bowel and a bowel resection was performed (described as a small section of bowel).

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt's daughter reports her mother underwent a procedure in 2012 when the previously placed composix kugel mesh was found to be "wrapped around the bowel". Currently, medical records have not been provided and it is unk if they are forthcoming. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. If additional info is provided, a supplemental report will be submitted however with the currently available info, no conclusion can be drawn.